Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and endometrial ablation ('ablation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('essure removal - pre op diagnosis :chronic pelvic pain female'), device dislocation ('migrated essure implant in omentum') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device difficult to use "the right tube did not cannulate easily with first attempt". The patient's medical history included menorrhagia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral tubal occlusion. Essure devices are seen bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: patient dob, relevant medical history and lab data were added. New event "device migration and device insertion difficult" were added. Medical device removal updated to pelvic pain. On 17-jul-2020: quality safety evaluation of ptc .follow up 1 and 2 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.